Event description:
It is alleged that a skin graft was being take from the pt thigh. The zimmer air dermatome was used and checked by the surgeon. The graft was taken but cut down to fat rather than dermis. Additional clinical follow up with the hospital indicated that the device thickness was set by a consulting surgeon for the procedure and the initial donor graft harvest was too thick. The harvested donor site was surgically repaired and an additional unplanned donor site harvest was obtained using an alternate device. There was a 20 minute increase in surgical time reported due to time to suture initial donor site wound.

Manufacturer narrative:
The device was returned to the manufacturer for repair. A device history records review was performed. This device was manufactured on (B)(6) 2011. There were no related non-conformances. This is the fist repair for this device. The inspection found that the control bar was loose, the master blade was not flush with the control bar, the air hose appeared to be leaking near the tank connector, and the 0, 10 and 20 thickness lever settings were measured out of specifications. The likely cause of the reported complaint was an out of calibration device. The control bar on this device was lower, or behind, the blade, thereby not enabling the control bar to adequately control the depth of cut. This, together with the thickness settings out of calibration, could cause the depth of cut to be inconsistent and/or not attain the desired setting. While the air hose was leaking, the motor speed was measured to be within specifications. The device was serviced and returned to the customer.